Event description:
The customer observed a false positive alinity I total b-hcg result for one 37 year old female patient with abnormal uterine bleeding. The result was not reported. The sample was repeated with negative results. The following data was provided: sid (B)(6) initial result = 1346.74 iu/l repeat = <2.3 iu/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Manufacturer narrative:
The alinity I processing module, serial number (B)(6) was inspected, and service observed crystals inside the r2 pipettor syringe and at the wz1 diverter pump. Service replaced the syringe assy and 2500ul pump, bulk solutions and deemed both parts the likely cause for the module generating false positive b-hcg patient result. The issue was considered resolved with the replacement of the parts. The module function was verified with a control run. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module, syringe assy and 2500ul pump, bulk solutions did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module serial number (B)(6), syringe assy and 2500ul pump, bulk solutions was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result for one 37 year old female patient with abnormal uterine bleeding. The result was not reported. The sample was repeated with negative results. The following data was provided: sid (B)(6) initial result = 1346.74 iu/l repeat = <2.3 iu/l. No impact to patient management was reported.